Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat an extrinsic stricture in the middle portion of the common bile duct (cbd) due to a tumor in the pancreatic head. According to the complainant, during deployment of the stent, the physician realized the stent was too long as the proximal marker of the delivery system was too far from the papilla. The stent was not fully deployed, and was removed following 30 minutes. A shorter wallstent biliary stent w/unistep plus was placed. The stent was then fully deployed outside the pt in order to verify its length. Seventy-two hours later, the stent was measured with a fuler and was determined to be 10mm x 9.3 cm instead of 10mm x 8cm as labled. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.